Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative record reported right hip revision due to local adverse tissue effects. During the revision, clear fluid with debris and grey-brown pseudocapsular membrane were noted. The modular head and femoral stem were removed and replaced. A poly bearing was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned, therefore could not be evaluated; however the event was confirmed through receipt of operative notes which demonstrate revision took place. Device history record was reviewed with no issues noted that would cause or contribute to the reported issue. Review of the complaint history found no other reports for the identified part/lot number combination. This device was used for treatment. Both initial and revision operative notes were provided. In initial notes, femoral head had extensive cartilage loss and spur formation, and the acetabulum had moderate cartilage loss and spurring. Femoral neck resection was made 18 mm. Anterior capsule, anterior acetabular osteophytes, and anterior trochanteric prominences were removed to eliminate anterior impingement. Stability and leg length were assessed. Range of motion was not mentioned in notes. In revision notes, debridement of thickened abnormal pseudocapsular tissue and pseudotumor tissue were performed. Gluteus medius, minimus and the piriformis muscles all appeared healthy. A trial reduction was made with a -3 head with good range of motion and stability. However, there was a tendency to sublux with internal rotation to about 10 degrees; a trial reduction with an anterior offset head resulted in excellent stability. The femoral component was also well fixed. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. (B)(4). This information did not alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report indicated right hip revision due to local adverse tissue effects. During the revision, clear fluid with debris and grey-brown pseudocapsular membrane were noted. The femoral head was removed and replaced and a polyethylene bearing was implanted.